Manufacturer narrative:
(B)(4). (B)(4) - medical intervention required; hospitalization; cholelithiasis; change in liver function tests. A visual and functional examination of the complaint device could not be performed since the device was disposed, and will not be returned for analysis. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A labeling review identified that this device was not used per the directions for use (dfu) / product label. However, the device was used as per the boston scientific wallflex biliary fc benign stricture study protocol to assess the safety and performance of temporary placement of the wallflex biliary rx covered stents as a treatment of biliary obstruction resulting from benign bile duct strictures. Pain is listed as a potential complication in the dfu. Based on the evaluation conducted and the details of the complaint, the most probable root cause is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2010, as part of the (B)(4). According to the complainant, the patient was diagnosed with chronic pancreatitis in (B)(6) 2009. On (B)(6) 2010 liver function tests were performed and recorded. No baseline biliary obstructive symptoms were reported. A pre-placement cholangiogram revealed a distal biliary stricture. The stricture had previously been treated with a sphincterotomy and a plastic stent. A sphincterotomy was not performed during the study stent placement procedure. The previously placed plastic stent was removed prior to study stent placement. The 10 mm x 60 mm stent was deployed in a satisfactory position across the stricture, covering the cystic duct. The patient was treated as an outpatient. On (B)(6) 2011, one hundred and forty seven days post procedure, the patient experienced severe cholelithiasis and was admitted to the hospital. The patient's abdomen was viewed in two areas. The patient was treated medically. On (B)(6) 2011, the patient was discharged, as the event was reported as resolving. In the investigator's assessment, the cholelithiasis was possibly related to the stent placement procedure. On (B)(6) 2011, one hundred and fifty two days post procedure, the patient experienced severe abdominal pain. The patient was admitted to the hospital, and underwent a computed tomography (CT) scan. A biliary re-intervention was scheduled for a later date. On (B)(6) 2011, the patient was discharged, as the event was reported as resolving. In the investigator's assessment, the abdominal pain was possibly related to the stent placement procedure. On (B)(6) 2011, one hundred and sixty one days post procedure, the patient underwent a biliary re-intervention. Per the study site, "cholangiogram showed acute angulation at the proximal aspect of the stent. It was felt that this angulation might be contributing to his change in liver function test status; therefore, the study stent was removed." As the stent has been removed, the patient is no longer enrolled within the study; therefore, no further patient information is known.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2010, as part of the (B)(4). According to the complainant, the patient was diagnosed with chronic pancreatitis in (B)(6) 2009. On (B)(6) 2010 liver function tests were performed and recorded. No baseline biliary obstructive symptoms were reported. A pre-placement cholangiogram revealed a distal biliary stricture. The stricture had previously been treated with a sphincterotomy and a plastic stent. A sphincterotomy was not performed during the study stent placement procedure. The previously placed plastic stent was removed prior to study stent placement. The 10 mm x 60 mm stent was deployed in a satisfactory position across the stricture, covering the cystic duct. The patient was treated as an outpatient. On (B)(6) 2011, one hundred and forty seven days post procedure, the patient experienced severe cholelithiasis and was admitted to the hospital. The patient's abdomen was viewed in two areas. The patient was treated medically. On (B)(6) 2011, the patient was discharged, as the event was reported as resolving. In the investigator's assessment, the cholelithiasis was possibly related to the stent placement procedure. On (B)(6) 2011, one hundred and fifty two days post procedure, the patient experienced severe abdominal pain. The patient was admitted to the hospital, and underwent a computed tomography (CT) scan. A biliary re-intervention was scheduled for a later date. On (B)(6) 2011, the patient was discharged, as the event was reported as resolving. In the investigator's assessment, the abdominal pain was possibly related to the stent placement procedure. On (B)(6) 2011, one hundred and sixty one days post procedure, the patient underwent a biliary re-intervention. Per the study site, "cholangiogram showed acute angulation at the proximal aspect of the stent. It was felt that this angulation might be contributing to his change in liver function test status; therefore the study stent was removed." As the stent has been removed, the patient is no longer enrolled within the study; therefore no further patient information is known. Additional information received since (B)(6) 2011. On (B)(6) 2011, the abdominal pain experienced reported previously was within an unknown quadrant. On (B)(6) 2011, the same date as the re-intervention reported previously, the patient experienced abdominal pain within an unknown quadrant. As the stent has been removed, the patient is no longer enrolled within the study; therefore, no further patient information is known.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2010, as part of the e7016 (B)(4) clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis in (B)(6) 2009. On (B)(6) 2010, liver function tests were performed and recorded. No baseline biliary obstructive symptoms were reported. A pre-placement cholangiogram revealed a distal biliary stricture. The stricture had previously been treated with a sphincterotomy and a plastic stent. A sphincterotomy was not performed during the study stent placement procedure. The previously placed plastic stent was removed prior to study stent placement. The 10 mm x 60 mm stent was deployed in a satisfactory position across the stricture, covering the cystic duct. The patient was treated as an outpatient. On (B)(6) 2011, one hundred and forty seven days post procedure, the patient experienced severe cholelithiasis and was admitted to the hospital. The patient's abdomen was viewed in two areas. The patient was treated medically. On (B)(6) 2011, the patient was discharged, as the event was reported as resolving. In the investigator's assessment, the cholelithiasis was possibly related to the stent placement procedure. On (B)(6) 2011, one hundred and fifty two days post procedure, the patient experienced severe abdominal pain. The patient was admitted to the hospital, and underwent a computed tomography (CT) scan. A biliary re-intervention was scheduled for a later date. On (B)(6) 2011, the patient was discharged, as the event was reported as resolving. In the investigator's assessment, the abdominal pain was possibly related to the stent placement procedure. On (B)(6) 2011, one hundred and sixty one days post procedure, the patient underwent a biliary re-intervention. Per the study site, "cholangiogram showed acute angulation at the proximal aspect of the stent. It was felt that this angulation might be contributing to his change in liver function test status; therefore the study stent was removed." As the stent has been removed, the patient is no longer enrolled within the study; therefore no further patient information is known. Additional information received since (B)(6) 2011. On (B)(6) 2011, the abdominal pain experienced reported previously was within an unknown quadrant. On (B)(6) 2011, the same date as the re-intervention reported previously, the patient experienced abdominal pain within an unknown quadrant. As the stent has been removed, the patient is no longer enrolled within the study; therefore, no further patient information is known. Additional information received since (B)(6) 2011. According to the complainant, there was no malfunction of the study stent.